Manufacturer narrative:
The patient experienced an adverse event with the same device model number on 2 additional dates. The event on (B)(6) 2021 is documented in MFR report # 3003464075-2022-00006. The event on (B)(6) 2021 is documented in MFR report # 3003464075-2022-00007. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 31 jan 2022 from the nurse of a (B)(6) year old male with a history of previous hypersensitivity type reactions and extensive comorbidities including anemia, arteriovenous malformations, cirrhosis with ascites, anxiety, hypertension, diabetes and end stage renal disease, who stated the patient experienced an allergic reaction (nos) during an in-center hemodialysis treatment on (B)(6) 2022. Additional information was received 02-10 feb 2022 from the nurse who stated the patient experienced shortness of breath immediately after beginning treatment. The patient was taken to the emergency department and admitted to hospital overnight. Testing performed in hospital (chest xray & perfusion scan) was unremarkable, symptoms resolved and the patient was discharged on (B)(6) 2022 in stable condition with a diagnosis of acute hypoxic respiratory failure of uncertain etiology.